Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented for a remotely transmitted alert indicating post-paced t-wave oversensing on the device. Technical support was contacted, and the device was successfully reprogrammed to resolve this event. The patient was stable with no adverse consequences.

Event description:
New information received indicates the device was not reprogrammed as the patient expired on (B)(6) 2019 due to terminal cancer. The reported event is unrelated to the patient's death.